Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was a slight green/yellow tint at the bottom of the luer lock while the customer was loading a cartridge onto the pump. Reportedly, the customer continued to use the cartridge. There was no impact to the customer's blood glucose level.